Manufacturer narrative:
Medtronic received additional information that the reason for replacement was a mixture of moderate stenosis and severe regurgitation. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years 11 months post implant of this 16mm pulmonary bioprosthetic valved conduit implanted in a pediatric patient, the device was explanted and replaced with a 20mm pulmonary bioprosthetic valved conduit for unknown reasons. No other adverse patient effects were reported.